Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with cracked enclosure and tank cover, faded line cord, outdated pcb and power switch. Investigation started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The customer reported issue was confirmed. According to the investigation, the device leaked from the bottom front of the reservoir which caused the reported issue. Investigation reported that the customer overtightening the screws in the tank cover led to the leaking. However, no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that this smiths medical level 1 hotline low flow system, had leaking from the reservoir. No adverse effects reported.